Event description:
Initial result for a pt ast was -26 u/l and when repeated on another analyzer, the result was 20 u/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.